Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with blood in the balloon and the inflation lumen. The balloon, hypotube, inner and outer shaft were microscopically and tactile inspected. Inspection revealed a pinhole in the balloon material, 1 mm proximal to the proximal markerband. Inspection of the remainder of the device revealed no other damage or irregularities. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 04-oct-2017. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery. A 2.25 mm x 15 mm nc emerge® balloon catheter was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications nor injuries were reported. However, returned device analysis revealed balloon pinhole.